Event description:
It was reported that there was increased threshold and high impedance on the right ventricular (rv) lead. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. On (B)(6) 2015, rv capture threshold rose to 1.875v from a trend ranging 0.375v-0.75v. Rv pacing impedance measured a high impedance of 3382 ohms ((B)(6) 2015) as part of a trend rising from impedance measurements in the 900-1000 ohm range, beginning (B)(6) 2015.